Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging inaccurate high readings on their one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following info. The pt has had her meter since summer 2009. She felt since she has had it the meter was allegedly giving her high readings. She compared her meter to another meter and noticed her ultra 2 meter always displayed results 2-3 points higher. Due to the allegedly high readings she obtained on the lfs meter she would subtract 2-3 mmol/l from what her lfs meter would display and would adjust her medication accordingly based on that new blood glucose reading. At an unspecified date and time the pt began to exhibit hypoglycemic symptoms and was allegedly blaming the meter due to those symptoms. The last hypoglycemic episode she experienced was on (B) (6) 2010. She tested her blood glucose on the lfs meter and obtained a 18.8 mmol/l (338 mg/dl) at around 10:00 am. She had adjusted her insulin and subtracted 2 mmol/l from 18.8 mmol/l and took insulin based on the new reading. She began to exhibit symptoms after taking the insulin. She was trembling, shaking, experienced blurred eyesight, dizzy and felt confused. She took 2 dextrose and ate a cereal bar and felt better after self-treatment. She then went to the doctors of a schedule appointment. It was unrelated to the issue she had been experiencing on her meter. She was not treated for diabetes at the physician's office. The pt did not test her blood glucose after self-treatment. A "normal" reading for the pt is between 7-12 mmol/l. The pt tests approximately 5x a day. The pt also mentioned that when her meter results are around 5 mmol/l, she would have hypoglycemic symptoms and her medical professional does not know why she would exhibit symptoms with results around 5 mmol/l. The test strips were not expired and was in good condition. A quality control test was not done since the pt did not have any control solution. The product was replaced. The complaint is being reported since the pt alleged that due to the elevated readings on her meter she would subtract 2-3 mmol/l from the blood glucose reading and would adjust her insulin accordingly. She then developed symptoms suggestive of hypoglycemia and had to self-treat.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.